Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be cracked at 15 mm from its tip. There was a mark in the probe which came in contact with the grasping section and was abraded against it. There was a mark on a grasping section that came into contact with a probe tip. The tissue pad in the grasping section was intensively worn away. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.

Event description:
During an unspecified procedure, the subject device was used. Probe damage error occurred. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On january 21, 2021, omsc found that the tissue pad was severely worn. This is the report regarding the severely worn tissue pad.